Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to nausea, diabetic ketoacidosis and high blood glucose on (B)(6) 2017. The customer¿s current blood glucose level was 750 mg/dl at time of incident and current blood glucose level was 125 mg/dl. The customer was treated with syringe. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. The customer was advised leaks in the tubing and/or air bubbles can limit the amount of insulin received during a bolus. The insulin pump will not be returned for analysis.